Manufacturer narrative:
A customer from (B)(6) alleged multiple false negative results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g07508 compared to seegene assay as well as a retest on a second cobas® 6800/8800 system. All of the samples provided in the run were valid negative samples. Based on all of the information provided in the case it supports that the test is functioning as intended. It is likely the customer issue could have been caused by use of sample practices not recommended by the instructions for use, due to differences in technology between assays, or other site and sample specific factors. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged multiple false negative results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g07508 compared to seegene assay as well as a retest on a second cobas® 6800/8800 system. Although requested it could not be confirmed which sample ID¿s or how many of the samples provided in the data file were being alleged by the customer. The performance of the controls in the run was not performed because the full run data was not provided in the raw data although requested. All of the samples provided in the run were valid negative samples. No background information regarding the samples or detailed customer workflow was able to be provided. The customer is aware they are using the assay in a manner that is not recommended by the manufacturing instructions and provided no further details. The customer is no longer experiencing issues with the test and it is unknown if there was any change to customer workflow. An investigation was performed with the information and data available to rule out any reagent involvement due to lack of information or data clarification. Based on all of the information provided in the case it supports that the test is functioning as intended. Likely the discrepancy alleged could have been caused by the customers off label use or workflow. Additionally, differences in technology or other site and sample specific factors could have contributed to the discrepancy alleged.